Event description:
It was reported that the patient presented to the hospital with 4-5 second pauses and no atrial or ventricular pacing during the pauses. Ventricular bipolar sensitivity was to be programmed from 2.0 mv to 12 mv. The patient was pacemaker dependent and would be monitored.

Manufacturer narrative:
No medwatch form was received.